Event description:
The account generated a cell-dyn sapphire hemoglobin result of 8.91 g/dl on a pt sample that retested at 11.4 g/dl. The repeat result agreed with the pt's clinical history. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.